Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. The error occurred in the nicu department. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the system error 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.